Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings it states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components."

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. No issue with the shell was found in regards to an issue that would cause an inserter to get stuck.

Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2014. During the procedure, the inserter would not disengage from the acetabular cup. The acetabular cup was removed from the patient and another acetabular cup and inserter were utilized to complete the procedure.